Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the pic alarm volume was locked out at a minimum setting, but then found the volume was lowered further than the setting should allow. No adverse patient event alleged.